Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the sensica device had failed to count the urine for a couple hours. The monitor had a little error message next to it for the 1300 and 1400 hours and a partial comment next to the 1500 hour. They watched the nurse before emptied the canister at 1500 there was at least 100ml that it did not count for (that was manually counted by dumping into the pitcher) and assumed that it did not account for a lot more than that (the last hour it had counted was 400 ml more and was sure it did not really get 0 immediately after for three hours straight.)

Event description:
It was reported that the sensica device had failed to count the urine for a couple hours. The monitor had a little error message next to it for the 1300 and 1400 hours and a partial comment next to the 1500 hour. They watched the nurse before emptied the canister at 1500 there was at least 100ml that it did not count for (that was manually counted by dumping into the pitcher) and assumed that it did not account for a lot more than that (the last hour it had counted was 400 ml more and was sure it did not really get 0 immediately after for three hours straight.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is software errors. However this cannot be confirmed. The monitor had a little ¿error¿ message next to it for the 1300 and 1400 hours and a ¿partial¿ comment next to the 1500 hour. They watched the nurse before emptied the canister at 1500, there was at least 100ml that it did not count for that was manually counted by dumping into the pitcher and assumed that did not account for a lot more than the last hour it had counted was 400ml more and was sure it did not really got 0 immediately after for three hours straight all good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "IFU for properly charging the device: when first using the sensica uo system, the internal back-up battery may require charging. Plug the system into a medical grade wall supply using the power cord provided, and allow a 20 hours to charge battery. To avoid battery drainage over time, is recommended to keep the system plugged into the wall during use whenever possible. The battery will recharge when the system is plugged into a wall supply. Cautions: during system start up and in general practice, plug the sensica uo system into a wall power supply whenever possible. After using the system on batter back-up, plug it back into the wall power supply recharging and to avoid system shut down due to a drained battery." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.